Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support through a pump reset, resolving the error, and was advised to wait 20 minutes to start a sensor session, which the caller understood and acknowledged.